Manufacturer narrative:
The event of "exposure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported "exposed implant" due to a "wound." Record is for right side. Device has been explanted.

Manufacturer narrative:
The events of "exposure", "infection (early onset)", and "wound dehiscence" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: "infection"; "exposed right breast implant"; ¿implant through opened/non-healed incision site.¿ device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ exposure: unable to observe as it is not related to the manufacturing process. ¿ delayed healing: unable to observe as it is not related to the manufacturing process. ¿ hematoma: unable to observe as it is not related to the manufacturing process. ¿ infection (early onset): unable to observe as it is not related to the manufacturing process. ¿ underage: unable to observe as it is not related to the manufacturing process. ¿ wound dehiscence: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side infection, "exposed implant" due to a "wound" and hematoma. Patient was underage at the time of implant. The report of delayed healing of surgical wound has been deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2(a), d2(b) d4, d9, g1, g4, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ exposure: unable to observe as it is not related to the manufacturing process ¿ infection: unable to observe as it is not related to the manufacturing process ¿ wound dehiscence: unable to observe as it is not related to the manufacturing process as per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side infection, "exposed implant" due to a "wound" and hematoma. Patient was underage at the time of implant. The report of delayed healing of surgical wound has been deemed not device related. The device has been explanted.